Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient¿s epicardial right ventricular (rv) lead triggered a lead integrity alert (lia) for sensing integrity counter (sic), high rate non-sustained episodes, and low pacing impedance. Oversensing/noise on stored electrograms (egm) was also noted. The epicardial rv lead remains in use. No patient complications have been reported as a result of this event.